Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during procedure, the coil was detached early. There were no clinical consequences to the patient. No further information available.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical device inspection as well as functional evaluation could not be performed. Based on the information currently available the exact cause for the reported issue cannot be determined.

Event description:
It was reported that during procedure, the coil was detached early. There were no clinical consequences to the patient. No further information available.